Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the top of insulin pump was cracked and chipped and was exposed to magnetic resonance effect. Customer stated that the reservoir was not able to lock in place when inserted in the insulin pump. Customer stated that insulin pump was not working and had critical pump error displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.